Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose at the time of incident 6 mmol/l. Troubleshoot was not performed. The insulin pump screen had critical pump error and red x. The customer has turned off the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.